Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The reporter clarified that the issue occurred on (B)(6) 2023 during the last procedure in which the instrument was utilized. The reporter did not know whether thermal damage was observed on the instrument during last use or if arcing occurred during the procedure. The reporter additionally did not know what surgical task was being performed at the time the reported issue was identified. The reporter noted that the patient did not experience any injury or adverse effect during or after the surgical procedure, and the case was completed robotically using a back-up da vinci instrument of the same kind.